Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The complete breathing system was replaced to resolve the issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the system was intermittently failing the system leak test during checkout. There was no report of patient involvement.

Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00320. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00308. The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00320. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00308.